Manufacturer narrative:
Visual inspection of the returned components confirmed that the screw has fractured; evidence of which remained stuck inside the implant. The remaining portion of the screw has not been returned for review. The external surface of the implant has been grossly damaged, likely from complainants attempt to remove the previously integrated implant. Both remnants remained stuck to the external surface of the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw inside the implant. The dentist was unable to remove the screw from the implant, so implant has been removed.